Event description:
The hcp reported that pt was seen in the emergency room in 2003 with increased spasticity. The pt was treated with oral baclofen and valium. Two days later a dye study was done with fluoroscopy that showed the device to be working properly. The hcp increased the itb rate. The pt "deteriorated with decreased respiratory rate and hypotension." The pt was admitted to the ICU and treated with a bolus of IV fluids and a decrease in the itb rate. The pt recovered without sequela and was discharged to home two days after admission. The hcp reported the event was a "probable combination of factors - oral valium, baclofen, increased itb rate, and dye study - not related to device itself."